Event description:
At 17 days post successful aneurysm embolization, the coil protruded from the aneurysm to the parent vessel. The protruded coil was removed from the patient. No further details were provided.

Manufacturer narrative:
The device was not available for analysis. Review and analysis of available information failed to identify an assignable cause or probable assignable cause for the reported event. The device was not available to the manufacture.